Event description:
Procedure: nephrectomy. According to the reporter: the device could not cut well. Used another device to complete the procedure. There was no bleeding, no tissue damage, no additional tissue loss, and nothing fell into cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).